Manufacturer narrative:
This report is submitted on july 23, 2020.

Event description:
Per the clinic, the patient experienced a sudden performance decrement with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (date not reported), and the patient was reimplanted with a new device during the same surgery.